Event description:
Reporter indicated a vns pt died and the death was not related to the vns. The pt was at home in his room at the time of the death and was found by his mother. The pt was receiving vns therapy at the time of death. An autopsy was not performed and the vns device was not explanted. With the available information, the manufacturer has determined that the death was probable sudep. Attempts for the death certificate are in progress.